Event description:
Per the clinic, the patient experienced poor performance with the device resulting in device non-use. The device was explanted (date not reported), and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.